Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture and stent migration occurred. In (B)(6) 2016, a 4.0mmx19mmx150cm express sd renal/biliary stent was implanted. In (B)(6) 2016, it was reported that the previously implanted stent had fractured in half and migrated 5-7mm distal in the superior mesenteric artery (sma). The physician placed two other stents, which were deployed inside both of the stents that fractured, and the blood flow was slightly better. No patient complications were reported. The patient's status was stable and they were transferred to another hospital.